Event description:
The customer reported that the system was not producing images. No patient injury was reported.

Manufacturer narrative:
The ge service representative powered the system up and fluoroed. It ook over 3 minutes of high level fuoro without error. The rep was unable to find any issue with the system.